Event description:
It was reported that the module was "not working." The client indicated there was "horrible noise" during real telemetry. Also noted was that there were no EKG strips being captured. The client has changed the computer, cables, modules and still has a "fuzzy baseline picture." Further investigation by technical services (ts) indicated through a conversation with information technology (it) revealed that the programmer is less than one foot away from the module in this particular room. They also do not have an isolation transformer and are recording in-clinic electrocardiograms (ecgs). It started ECG recording in a test patient record and when the programmer was turned on the waveform became "very noisy." Ts could not replicate any errors at the time. Ts suggested they move the programmer further away from the module and possibly install an isolation transformer. The client will try these things and will call back if they need further assistance. No pt complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.